Event description:
One of the guards broke. Able to use the 1st for about 3 weeks, then the 2nd on broke off after 1 night.

Manufacturer narrative:
One of the guards broke. Able to use the 1st for about 3 weeks, then the 2nd on broke off after 1 night. This is reported as a possible malfunction.